Event description:
The device was connected to a pt described as in full arrest. Reportedly, when an attempt was made to analyze the pt ECG, the device repeatedly prompted connect electrodes and analysis could not be performed. A back-up device was immediately made available and used to continue patient treatment. Patient outcome was not known. The facility indicated pt treatment was not affected, due to the timely use of the back-up device.